Event description:
Reporter is consumer, who states that her pacemaker malfunctioned after 7 years of being implanted. She says that the pacemaker was never "quite right" and the more she complained to medical staff, the more she was given the run-around. She states that she almost died last year due to what she feels may have been a "short" in the system. Fortunately, she was able to get someone to liosten and as a result of her brother's persistent internet research, found a hosp that proceeded to explant the original pacemaker and installed the newer one at another hosp in a different state. She states that the initial pacemaker had the sensation of "a little person chiseling away" at her with electrical shocks that caused her to frequently pass out. She recalls her heart rate being in the 10's to 20's range. She was afraid to fall asleep for the fear of not waking up. Through persistence and prayer, she is much, much better today. She has a new pacemaker by the same co and a new diagnosis of memory problems.